Manufacturer narrative:
Potentially impacted client sites notified, and upgraded to version including fix. See scanned pages.

Event description:
Pacs software imaging device may fetch a wrong prior image for comparison purposes based on name, date of birth and gender. (Gender criteria fails) no pt involved; error found by MFR internal test team.